Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = missing. Customer returned insulin pump for an alleged cosmetic damage located at the reservoir compartment and no delivery alarm/insulin flow blocked alarm found on (B)(6) 2021. The insulin pump received with a missing reservoir tube o-ring and a missing retainer. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. The insulin flow blocked alarm functions properly during the basic occlusion test and force sensor test. Unable to verify insulin flow blocked alarm and perform the displacement test, displacement accuracy test and occlusion test due to a missing reservoir tube o-ring and a missing retainer. Successfully downloaded history files and traces using thus. There was no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the event date. However, no delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: (B)(6) 2021 20:32:00.000, (B)(6) 2021 20:34:00.000 and (B)(6) 2021 12:35:34.000 during bolus delivery. The insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board a1, electrical board a2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. A missing reservoir tube o-ring and a missing retainer was confirmed. The insulin flow blocked alarm functions properly during the basic occlusion test and force sensor test. Unable to verify insulin flow blocked alarm on the displacement test, displacement accuracy test and occlusion test due to a missing reservoir tube o-ring and a missing retainer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level at the time of incident was 476 mg/dl. Customer stated that the retainer ring came off. Customer stated that the reservoir able to lock in place. It was unknown that auto mode feature was active or not at the time of event. The product is expected to return for analysis.